Event description:
Olympus medical systems corp (omsc) was informed that, during a laparoscopic assisted distal gastrectomy, the subject device was used. The user reported that the ptfe pad of the device was separated and seemed to be shorter than normal condition. But he also reported that the fragment had not been confirmed inside of the patient. The procedure was completed with another thunderbeat. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device was not separated. Only the ptfe pad severly wore and the metal part of the device exposed. The manufacturing histories of the three devices were reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the severely wear of the pad occurred since the user continued activating output without grasping anything (including after the tissue already cut). Based upon the finding of the evaluation, this report appears to be related to user handling.